Event description:
This patient was reported to have expired in 2007. It is not known at this time if the patient death is device related. We are now inquiring about the return of the device for analysis. Ram dump of this device is added per the attached file. The family and physician's intentions do not include the return of the device.